Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01986.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-01986. It was reported that the patient could not place his ipg in MRI mode, due to high impedance. It was also reported that x-ray imaging was done and found no anomalies with the devices. As a result, per manufacturing database, the patient's leads were explanted and replaced which addressed the issue.